Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
Additional narrative: on 29 june 2015; (B)(4) clinical team carried out some analysis of UK njr data, looking at tri-lock bps usage across a certain group of hospitals in (B)(6). Acetabular revision due to implant fracture socket. Wear of acetabular. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated.

Event description:
Acetabular revision due to implant fracture socket . Wear of acetabular.